Manufacturer narrative:
Additional information received that indicates this event does not meet reporting serious injury criteria. This event therefore is not reportable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a robotic assisted hysterectomy with cuff closure on (B)(6) 2016 and suture was used. The doctor reports that after uneventful weeks, the patient was given advice to resume normal sexual activity. At that time the patient started experiencing pain, especially during intercourse. The patient returned to the clinic for a check up and the doctor confirms that there was no cuff leak but could feel a suture that is palpable at the right cuff angle. The patient has been prescribed percocet along with lidocaine gel. Additional information has been requested.